Event description:
It was reported that while starting a case for a cori tka procedure, they received an "internal error" message and a "system console is bad". They rebooted the cori and then received "robotic drill cable disconnected" error. He unplugged the drill and plugged it in and received the same error, so the system was rebooted again. They started a new case, and received the "robotic drill cable disconnected¿ again. They decided to switch to navio as they did not have any more sterile cori trays. There was no injury to the patient and very minimal delay (fewer than 30 minutes). After the case, they troubleshot the drill in the hallway via the drill diagnostics and received "robotic drill critical error." They could not get the burr out (stuck in the drill attachment), so the attachment would not come off, and therefore, the tracker array could not be taken off. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). The real intelligence robotic drill, part number rob10013, serial (B)(4) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. Drill usage counter indicated 73 uses since last service. A kpc test was run and failed. Review of the patient case screenshots confirms the reported allegation of "drill disconnect" errors. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is to be determined. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up. Per the clinical evaluation, the surgeon switched to the navio system to complete the procedure. No patient injury or harm resulted from the modified surgical procedure (navio) and/or minimal delay and the surgeon was satisfied with the outcome ¿thanks to navio¿. Based on the information provided, patient impact beyond the reported change in surgical technique would not be anticipated as no injury or significant delay was alleged. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Further investigation into the reported failure is being conducted via a CAPA investigation to determine if additional actions are required. B5

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. Drill usage counter indicated 73 uses since last service. A kpc test was run and failed. Review of the patient case screenshots confirms the reported allegation of "drill disconnect" errors. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up. Per the clinical evaluation, the surgeon switched to the navio system to complete the procedure. No patient injury or harm resulted from the modified surgical procedure (navio¿) and/or minimal delay and the surgeon was satisfied with the outcome ¿thanks to navio¿. Based on the information provided, patient impact beyond the reported change in surgical technique would not be anticipated as no injury or significant delay was alleged. No further medical assessment is warranted at this time. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori tka procedure, the console displayed a "robotic drill cable disconnected" error. The drill was unplugged and replugged, and received the same error, so the system was rebooted again. They started a new case, and received the "robotic drill cable disconnected¿ again. They decided to switch to navio as they did not have any more sterile cori trays. There was no injury to the patient and very minimal delay (fewer than 30 minutes).